Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28mm in length target lesion was located in the moderately tortuous and severely calcified, 3.0mm in diameter mid left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment; however, the distal end of the stent struts were lifted due to the tortuous and calcified lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 28mm in length target lesion was located in the moderately tortuous and severely calcified, 3.0mm in diameter mid left anterior descending artery. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment; however, the distal end of the stent struts were lifted due to the tortuous and calcified lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged, with stent struts on the distal end of the stent lifted from crimped stent position. The undamaged crimped stent outer diameter measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was caught in calcification during stent placement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.